Event description:
It was reported the patient was not receiving effective therapy due to high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated